Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with one unit of a prismaflex adsorba kit, an external fluid leak from the cartridge was observed. There was no patient involvement.

Manufacturer narrative:
Upon further review, it was determined that this device is not same as or similar to a device that is manufactured or distributed in the us. Product surveillance has assessed this reported event as not reportable. This event has been deemed to be not same as or similar to an issue that could occur with products manufactured or distributed in the us. Refer to document "ps MDR gov 2018 jul 17 prismaflex adsorba set¿.